Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via testing of the returned unit. The returned mobile power unit (mpu), serial number: (B)(6) was first evaluated at the service depot. The unit returned with damage to the patient cable exposing the inner wiring. The unit was connected to a mock circulatory loop. The system alarmed for no external power, confirming the reported event. It was determined that the damage to the patient cable caused the observed and reported events. The customer declined to repair the unit and the unit was forwarded to product performance engineering (ppe). The unit was returned to ppe for evaluation; the unit was connected to a mock circulatory loop. The patient cable was manipulated at the site of the damage and the reported event was reproduced. The unit was disconnected from power, and the patient cable was stripped at the site of the damage. The red (alarm echo), gray (relative state of charge), and orange (vcc power) wires appeared to be severed. The observed damage is consistent with the observed and reported events. No further troubleshooting was performed. Provided information indicated that the mpu cable was snagged under a door, and the wire was broken, per patient's spouse, a v-lock was present on power cord. The ac power cord did not come loose at the outlet or the back of the unit. No log files were available. A root cause for the reported alarms was determined to be damage to the internal wires of the patient cable. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). Section f of the IFU, entitled ¿safety checklist¿, instructs the user to inspect the mpu and mpu patient cable for damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that mobile power unit (mpu) was replaced due to no external power alarms. The mpu cable was snagged under a door, and the wire was broken, per patient's spouse. V-lock was present on power cord. The ac power cord did not come loose at the outlet or the back of the unit.